Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received information about an incident that occurred in the (B)(6). It was indicated that after completion of the bathing procedure, when the patient was being dressed on the alenti, the caregiver leaned the resident forward to pull down her shirt, what caused the resident to fall. The chair was presumed to have tipped and rolled back. At the time of the fall, it was noted that the supportive safety features were not applied: safety belt was not fastened and hand rest not secured. As a result of the fall, the resident sustained knee fracture. The device was examined by an arjohuntleigh representative after the incident. The condition of the device was assessed as good and the function test performed did not reveal any technical deficiency. The device which was used at the time of the incident was identified as alenti hygienic lift, with model number cdb8153-01 and serial number (B)(4). It was one year old at the time of the incident. It has to be pointed that the alenti design is attested and fulfills the requirements of the stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The test was confirmed by (B)(4) in 2004. The instructions for use (IFU 04.cd.05/11 us,ca dated on september 2014), which is distributed with every device, clearly states how to operate it properly and gives number of precautions to avoid hazardous situations. The instruction how the resident should be positioned is supported by the pictures. "Alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU)." "Resident assessment. We recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use: - the resident should be active or semi-active (i.e. Able to sit upright self-supporting on the side of a bed or toilet). - the resident should understand and respond to instructions to stay seated in an upright position. If a resident does not meet these criteria an alternative lift and hygiene chair shall be used." "Warning: to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened. Warning: to avoid the patient from falling out of the device, make sure that the armrest are folded down during transfer. Make sure the patient is in an upright position in the center of the seat with his or her: · buttocks at the back of the seat, · back against the backrest and · hands on the hand rest." From the description of the event it appears that there was no technical deficiency with the device and a number of use errors could have contributed to the event. The most important could be pointed: - leaning of the resident forward, - not applying safety belt and hand rest, - not paying attention if the patient was well positioned. All the above brought us to the conclusion that the failure to follow safety instructions and recommendations included in the device instruction for use, together with lack of carefulness, might have been a primary cause of the event occurrence. If that element of use error was not in place, the event could probably have been prevented. Looking at the incident scenario it has been established that the hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. This complaint was decided to be reportable due to resident's fall that resulted in a serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh was informed about an incident that occurred on (B)(6) 2016. After completion of the bathing procedure, the safety belt was removed and the handrest was raised. The health care aid leaned the resident forward to pull down her shirt, and during that procedure the resident fell to the floor. The resident was taken to the hospital, where left hip fracture was suspected, and later ruled out. A right knee fracture was suspected and confirmed.